Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, excessive no delivery test and displacement test. Unable to prime during prime test and motor error during occlusion test due to faulty force sensor. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had an intermittent button response on down arrow button noted due to flattened dome switch. Insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratches on window, cracked case at display window corner, cracked reservoir tube, scratched reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had keypad anomaly and alarmed motor error. The customer stated that the down arrow key was sticking and got motor error. The customer stated that every time the motor error cleared they have to rewind. Customer had high blood glucose due to he ate and had done correction and may have not accounted the carbs. Troubleshooting was done. Customer's blood glucose was 443 mg/dl. Customer treated with the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.